Event description:
It was reported that a user experienced fluctuating blood glucose with hyperglycemia up to 390 mg/dl for approximately 8 hours and a separate hypoglycemia event to 40 mg/dl while using the ilet with a dexcom g6 nearing sensor expiration, and the user planned to enter meter values manually when the cgm was unavailable; education on manual entry and hypoglycemia treatment was provided. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and self-management without hospitalization. Investigation included user interview and troubleshooting with education on device use and glucose management. Investigation of this case revealed no device malfunction was identified and user factors, including overtreatment of hypoglycemia with candy, were contributory. It was concluded that the events were related to glycemic variability with cause not fully determined and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.